Event description:
The patient arrived post-open heart surgery. During his post-operative care his bp increased over ordered system range. When attempting to start nipride and nitroglycerin drip on the alaris IV pumps it took 6 different channels and 1 new brain to finally get the drips started. All 6 channels will be sent to carefusion as part of an investigation.